Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was dropped and the touch screen became cracked. Additionally, the touch screen became partially unresponsive and would no longer line up. Customer's blood glucose was 192 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.